Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the reusable endoscope sheath, ceramic head is fractured. The issue occurred during service or maintenance (not in a clinical setting). There were no reports of patient harm or involvement.